Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that middle button was not letting her select anything. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer reported minute changes on time of display. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.